Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that a refractive surprise with post operative refractive treatment value is equal to ormore than one diopter in the left eye of a patient after lasik surgery. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The logfile shows successfully performed treatments on that day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of left eye was performed successfully without interruptions. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The applied treatment aimed to correct the patient's hyperopia and astigmatism. It is important to recognize that the patient is still within the healing phase, because the only data we received is only two months after surgery. The refractive status observed in the post-operative assessment may improve as the healing process continues , usually up to at least six months. Given the post-op topographies are not available a deeper analysis cannot be performed. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).